Event description:
The customer reported noise and a burning smell coming from system. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board. System operates as intended. (B) (4).